Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wireless footswitch did not work. The device was outside of clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the wireless footswitch was not working. Upon inspecting the system, fse observed that the led indicator on the base station was green, the wi-fi (led) indicator was off, and the color of the battery indicator on the wireless footswitch at the time of occurrence was green. Upon troubleshooting, fse found that there was a mechanical problem in the middle switch of the wireless footswitch. The defective parts were returned for analysis, for wireless base station all visual and functional tests were performed. Failure cannot be identified with a functional test and for the wireless foot switch, missing anti-slip and a loose bracket were found during the visual inspection. During the functional test, the middle switch (control 2) was not working correctly. So, the failure was confirmed with a functional test. However, to resolve the issue, fse replaced the wireless footswitch and base station. After replacement, the system returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not a complaint, and it is not reportable.